Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: carving of the nylon sheath. Time of device malfunction: during vessel closure procedure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. The physician experienced "carving" after advancing the thumb advancer. There were no reported adverse patient sequelae. Though requested, no additional information was available.